Event description:
It was reported via a clinical study that a patient, that presented with complaints of pain and weakness and who had a standard total w-stemless humeral component shoulder implanted, underwent a revision procedure on an unknown date due to a postero-superior cuff tear. The glenoid, stemless humeral head, stemless humeral cage were revised. The study indicated the event was unlikely related to the devices, but possibly related to the procedure. The outcome indicates resolved. No further information.

Manufacturer narrative:
D10: 300-62-02 - stemless humeral comp integrip, cage, size 2 (B)(6). 310-60-53 - stemless humeral head extra short, 53mm (beta) (B)(6). 314-13-23 - equinoxe cage glenoid m, post aug, left (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.